Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a black display. Customer also states that the battery compartment is corroded. Customer was doing some yard work and it was warm outside. Therefore, the insulin pump may have been exposed to moisture. The blood glucose reading is 250 mg/dl. Nothing further reported.